Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began at approximately 11.30 am on (B)(6) 2016. The patient reportedly manages her diabetes with a combination of oral medication, diet and exercise. The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported developing the symptoms of ¿headache with dizziness, hot and sweaty¿ approximately 10-15 minutes after the alleged meter issue began. That night the patient took a 500 mg dose of metformin as part of her normal diabetes management regimen. The patient denied receiving any further medical treatment/intervention as a result of the alleged issue. During troubleshooting the csr confirmed that this was not the first use of the device, that it had not been misused and that the correct test strips were being used. The meter would not power on using the power button or through insertion of a test strip. The csr identified that the patient had never replaced the meter¿s batteries and concluded based on the available information that these needed to be replaced. The patient had no spare batteries to insert into the device during troubleshooting. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.